Event description:
A customer contacted beckman coulter inc. (Bci) stating that cartridge chemistries (cc) reagent syringe shattered on unicel dxc 660i synchron access clinical system. Hotline recommended the use of personal protective equipment (ppe) before troubleshooting. No injury has been reported in connection with this event.

Manufacturer narrative:
Customer did a complete shut down, but instrument is not homing and still getting cc reagent syringe motion error. A field service engineer (fse) was dispatched and replaced syringe assembly.